Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced intermittent ventricular under-sensing. It was noted that the under-sensing appeared to be partial loss of contact. No programming changes could be made. The patient is to be monitored normally. There were no patient consequences.